Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 49 mg/dl at the time of the admission, and 23 mg/dl at midnight. The customer was at 576 mg/dl at the time of the call and 492 mg/dl earlier in the morning after the admission . The customer used an insulin pen to treat for the highs. The customer experienced symptoms such as feeling thirsty, feeling tired and sick. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. Customer also complained of a bent cannula when the customer did a set change. The insulin pump will not be returned for analysis.